Event description:
Customer reported that the tip of the blade is broken off. The equipment did not fail during use with a pt. The failure was found during inspection.

Manufacturer narrative:
Immediate visible damage: tip broken off. Failure confirmed.